Manufacturer narrative:
(B)(4). Batch # j5fz8u. Device evaluation summary: the analysis results found that the cdh33a device arrived and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Month unknown. Only day (16) and year (2018) known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, incomplete firing. There were no patient consequences reported.